Event description:
It was reported that the zimmer electric dermatome had a low tone as if it were running at a lower rpm than normal. The device skipped when the surgeon attempted to remove the graft, destroyed both the graft and the graft site. The surgeon then requested that the facility's padgett dermatome be used to finish the case. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/20/2013 and has no repair history at zimmer surgical. Evaluation of the device observed that the device operated erratically and the head and the leading edge was nicked. Additionally, a fluid substance was observed on the control bar of the device. Additionally, it was noted that the threads on the end cap were stripped and the compression cap was loose. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left side and the side to side calibration thickness setting. Discoloration of the motor casing was observed, therefore, it is likely that the interior of the motor became damaged, which could cause the customer's reported events. The cause of the discoloration could have been due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration and nick to the head of the unit. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the discoloration of the motor. Composition of the observed fluid substance is unknown; however, per instructions for use, the zimmer electric dermatome should not be lubricated. The device was serviced and returned to the customer.